Manufacturer narrative:
The investigation has determined that lower than expected potassium results were obtained from a non-vitros biorad quality control (qc) fluid and from a patient sample using vitros chemistry products k+ slides lot 4102-1026-3482 on a vitros 5600 integrated system. The assignable cause of the event is a suboptimal calibration due to user error. An operator used incorrect calibrator fluids when calibrating vitros k+. The parameters from this calibration event were determined to be atypical compared to expected values. After the parameters from a previous calibration were restored on the vitros 5600 system, qc results returned to expectations and patient samples were re-processed with results being acceptable. There was no evidence that the vitros k+ slides lot 4102-1026-3482 or the vitros 5600 system malfunctioned.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report lower than expected potassium results obtained from a non-vitros biorad quality control (qc) fluid and from two different patient samples using vitros chemistry products k+ slides on a vitros 5600 integrated system. Biorad lot 45830 l2 vitros k+ result of 4.80 mmol/l vs an expected result of 6.50 mmol/l. Patient 2 vitros k+ result of 4.50 mmol/l vs an expected result of 6.20 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros k+ patient sample results were reported from the laboratory. However, no treatment was initiated, altered or stopped based on the reported results and samples were later re-processed. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).